Event description:
Minor patient originally believed that the sensor wire broke during removal. Following a call with dexcom tech services, patient's mother determined that no part of the wire remained in the patient and the full sensor was in fact present in the trash. The discarded sensor was not returned by the patient.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.